Event description:
It was reported that the unit of measure on the blood glucose monitor was incorrect according to the intended distribution site. Roche sent the patient a canadian meter with a unit of measure in mmol/l instead of a united states meter with a unit of measure in mg/dl.

Manufacturer narrative:
Correction - the h6 codes were updated.

Manufacturer narrative:
G1: manufacturer data updated.